Event description:
The customer reported to olympus, reduced angulation on the gastrointestinal videoscope. Upon inspection and testing of the returned unit, foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the bending angle in up/down direction does not meet the standard value, the play of up/down knob is out of the standard value, the bending section cover had a scratch, the adhesive on bending section cover had a chip and a white-clouded area, the nozzle was dirty, the connecting tube has a dent and a cut. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign material remained in the nozzle due to reprocessing not being implemented according to the instructions for use. Olympus will continue to monitor field performance for this device.